Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. X-rays reviewed by both radiologist and device MFR did not reveal any obvious discontinuities in the ncp system. Neuroloist indicated that it was possible that the pt had manipulated the device through the skin as pt is mentally retarded and is "always picking at something." Neurologist plans to monitor the pt's seizure frequency.